Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 355l from the tkd5m kit, had a blunt instrument inserted down the trocar and it split. Another instrument was used to complete the case. There was no consequence to the patient. The patient is suspected to have hepatitis c.